Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The log files were analyzed and indicated fluctuating contact force values with corresponding fluctuating optical fiber cavity distances during and not during ablation, as well as a loss in contact force near the end of the procedure. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the catheter met specifications during electrical testing, temperature testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturer ref: 9680001-2021-00102, 9680001-2021-00103. During a premature ventricular contraction procedure, a prolonged procedure occurred due to the contact force did not displaying properly and having to exchange three catheters to resolve the issue. A fourth catheter was used to continue the procedure with no consequences to the patient.